Event description:
The user facility reported a 55-year-old white male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had an impella 5.5 support ongoing when the purge was leaking from a purge disc failure. The IFU was followed and backup controller used. No harm or injury from the replacement.

Manufacturer narrative:
(H3) the investigation into the reported low pump flow has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found that it¿s been confirmed that purge disk retainer was broken. There was also evidence of purge fluid leak, as well as fluid ingress inside the purge assembly, compromising purge motor shaft gasket and purge pressure transducer. The exact cause of the leak was not determined, however it might have been related to the broken purge retainer not holding the disk firmly against pressure sensor, resulting in pressure being under-reported, which lead to over-pressurizing the disk, and eventually it rupturing. During data analysis, the console logs did not contain any entries on the reported day of event (2023-03-01), however records on (B)(6)2023 and on (B)(6) 2023 are consistent with complaint and show intermittent detection of purge disk, after purge cassette change with that purge cassette, there is also evidence supporting claim of purge leak: purge flow increased and purge pressure low alarms in imc log as well as purge flow and purge pressure values recorded in ltlog and rtlog. This report is being filed as part of a retrospective review of historical records.